Event description:
A nurse reported a handpiece stopped working during a procedure. The case was completed using an alternate handpiece following a 90 minute delay. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service. There was no sample return for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system or phaco handpiece. The root cause could not be determined conclusively. (B)(4).